Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered bodily injuries. Injuries and or symptoms include intense pain, infection, daily activities can not be performed, sweeping mopping etc.; walking is painful, inability to exercise or walk normal routine.